Manufacturer narrative:
Voluntary medwatch MDR report #: mw5167232.

Event description:
Voluntary medwatch form received notes that a right ventricular (rv) lead was damaged. No changes or interventions were reported. The patient condition was not known.